Event description:
This event was initially reported under MDR 9612296-2025-00950. Following a review completed on february 20, 2026, it was determined that this event should be reported under the reagent, rather than the analyzer. On (B)(6) 2025, it was reported by the customer that there were erroneously high carbon dioxide (co2) patient results while using the dxc 700 au chemistry analyzer. The customer indicated that the co2 results from the arterial blood gas were "significantly different" than the total co2 measured on the beckman coulter dxc 700 au analyzer. The customer also indicated that the patient was "very sick" with multiple morbidities. Per the customer, the patient was suspected to have high lactate dehydrogenase (ldh) and lactate (lac) results. The customer reported a possible delay in changing the dosage of continuous renal replacement therapy (crrt) due to the erroneously high co2 results. The customer reported the patient passed away.

Manufacturer narrative:
Service was not requested. Beckman coulter gpts (global product technical support) was consulted and indicated that the co2 instructions for use (IFU) does not list ldh or lactate as a possible interferent for co2. Based on the available information, the probable cause is unknown. There is no evidence of a system or reagent malfunction. The investigation is in progress. Per medical review, the reported death is not attributed to a bec instrument or reagent. There was a delay in change in ccrt because serum co2 was falsely high on (B)(6). Per the customer, ¿three days later¿ the patient passed away. This case is being reported as a serious injury because there was a reported delay in change of treatment, specifically a change in dose in crrt due to the patient¿s serum co2 being falsely high. There was a report of a patient death, however, there is no information that reasonably suggests that the falsely high results may have caused or contributed to the death. Internal and external medical reviews of the case indicated that the patient was severely ill and had several comorbidities that likely impacted the patient¿s outcome. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).